Event description:
It was reported that thepatient was no longer able to hear. The external components were exchanged, but the situation was not altered. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.